Event description:
During eval of a homechoice machine, the product analysis lab (pal) identified an overfill in the event log. During the initial drain cycle, the device had alarmed with a low drain volume alarm after removing 11 mls of a 2342 ml last fill volume. The initial drain cycle was then bypassed to fill 1 and 2499 ml was delivered to the home pt. During drain 1, the device removed 4280 ml. The ultrafiltration (uf) reading for that drain cycle was 1785. Based on a review of the event log data, pal has determined the most probable cause of the overfill to be insufficient drain/ false empty detect and use error by inappropriately bypassing a low drain volume alarm.

Manufacturer narrative:
The homechoice machine was refurbished prior to eval by the product analysis lab (pal) for the reported difficulty. The device was received in fair condition. The pal performed a review of the refurbished device history records (rdhr) for the 2007 and 2008 refurbishment of this device. The pal investigation was performed using data from the failure tracking system and the device refurbishment records. Review of the event log data indicates the device was functioning properly. During the refurbishment procedure, no problems were encountered and there were no past trends noted. The event log revealed no device anomalies, however, an overfill situation was noted in 2008 in drain cycle 1. Based on a review of the event log data, pal has determined the most probable cause of this overfill to be insufficient drain/false empty detect and use error due to inappropriately bypassing of a low drain volume alarm. The home choice machine configuration was brought to the current level during completion of the refurbishment procedure.